Event description:
The patient suffered injury and damage associated with his use of defective products, a bard composix kugel mesh and a bard composix e/x hernia patch. The patient alleges to have suffered disabling pain and required surgical intervention due to having the patch implanted in him.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel mesh included in the event description will be reported.